Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely elevated alinity I free t4 generated from alinity I processing module (sn: (B)(6)) and provided the following data: sample ID (B)(6). Initial result was 21.85 pmol/l. Rerun with other analyzer in the same lab (ai01103) results were 12.05 pmol/l & 12.07 pmol/l. Patient information: 64-year-old female. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.